Event description:
It was reported that temperature alarm occurred and customer was unable to clear alarm or resume insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to place affected pump into storage mode, reprogram pump settings and reconnect continuous glucose monitor on replacement device, and return affected pump using prepaid label.